Manufacturer narrative:
A 5f mynx control device was used for vascular closure after an antegrade percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa) and left popliteal, however, there was still blood coming out of the puncture site after taking out the device at the end of the procedure. Hemostasis was achieved after a minute of light manual compression at the end and then held for four minutes in total. In the afternoon, the patient complained of not feeling well, and the pressure had dropped to 80. When looking at the ultrasound, there was a big hematoma and blood was coming out of the artery. The hematoma was surgically removed. The control ultrasound the following morning showed that everything was okay, and the patient was doing a lot better. The blood pressure decrease was not treated on the table, but back on the ward when the blood pressure dropped, it was treated with what the physician called a volume therapy. The patient had to stay a few days longer due to that additional surgery but the exact date is not available. However, she was stable at discharge. The deployer was in training for certification. The patient¿s medical history included peripheral vascular disease, the first intervention. Normal/standard clotting data was available. A non-cordis sheath introducer was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and there was no plaque at the direct puncture site. Anticoagulants and antiplatelets used in the procedure included 4000 heparin and plavix 75mg. Act was not monitored as it was not a clinical standard in radiology. The patient¿s inr was 0.9. There were no issues noted during balloon retraction / button#2 step. The vessel have did not stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use nor were there multiple sheath exchanges. The procedural sheath was not greater than 7f. There were also no multiple stick attempts made before intravascular access was achieved and the puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was also not below the bifurcation (low stick). There was no posterior wall puncture. The product was not returned for analysis. A product history record (phr) review of lot f2002201 revealed no anomalies or non-conformities during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to achieve hemostasis¿ and ¿hematoma¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Patient and procedural factors may have contributed to the reported events. According to the product instruction for use, which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the product history record review and the information available for review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 5f mynx control device was used for vascular closure after an antegrade percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa) and left popliteal, however, there was still blood coming out of the puncture site after taking out the device at the end of the procedure. Hemostasis was achieved after a minute of light manual compression at the end and then held for four minutes in total. In the afternoon, the patient complained of not feeling well, and the pressure had dropped to 80. When looking at the ultrasound, there was a big hematoma and blood was coming out of the artery. The hematoma was surgically removed. The control ultrasound the following morning showed that everything was okay, and the patient was doing a lot better. The blood pressure decrease was not treated on the table, but back on the ward when the blood pressure dropped, it was treated with what the physician called a volume therapy. The patient had to stay a few days longer due to that additional surgery but the exact date is not available. However, she was stable at discharge. The deployer was in training for certification. The patient¿s medical history included peripheral vascular disease, the first intervention. Normal/standard clotting data was available. A non-cordis sheath introducer was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and there was no plaque at the direct puncture site. Anticoagulants and antiplatelets used in the procedure included 4000 heparin and plavix 75mg. Act was not monitored as it was not a clinical standard in radiology. The patient¿s inr was 0.9. There were no issues noted during balloon retraction / button#2 step. The vessel have did not stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use nor were there multiple sheath exchanges. The procedural sheath was not greater than 7f. There were also no multiple stick attempts made before intravascular access was achieved and the puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was also not below the bifurcation (low stick). There was no posterior wall puncture. The device will not be returned.